Event description:
Pt had blood in g-tube and was vomiting blood. Endoscopy performed and surgeon found a traumatic gastric ulcer. The tip of the device was protruding into the opposite side of the stomach. To protect the stomach from the tip of the device, 6cc water was added to the balloon. One pt involved, however the physician stated this is happening to all pt's. No further details were provided.